Manufacturer narrative:
The detailed investigation of the reported event revealed that the system had entered the "collision safety zone" of the left wall, while the user was using automatic movement. The following message "collision with wall" was displayed to the user. For safety reasons, the system became unresponsive to both normal manual and automatic movement. However, manual system movement was still possible in the override mode. The override mode is a mitigation for this kind of failure scenario. The instruction for use contains adequate steps for this kind of scenarios and how to move the system with override mode. The concerned system is located in a very small room. The space for system movements is limited particularly towards the left wall, which is further reduced by the necessary "collision safety zone". Nevertheless, the system should not enter such areas during automatic movements for normal movement to be blocked. This type of scenario was reported for the first time. In the reported case, the system was moved out of the "collision safety zone", and the issue was resolved. As such scenario cannot be completely ruled out due to the limited room conditions, the users were re-trained on how to resolve this type of situation. A possible general error that would require corrective measures of the installed base could not be determined by the investigation.

Manufacturer narrative:
Siemens healthineers is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens healthineers that a malfunction occurred while using the artis icono biplane. During an emergency procedure, the user stated that the stand and table did not move. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens healthineers has requested additional information in order to investigate the reported event.